Event description:
The patient had recovered from the possible infection operation wound without sequelae.

Event description:
It was reported the patient was implanted and approximately two weeks later, the patient had redness and the skin around the stimulator felt warm. The patient presented to the emergency room and was admitted for five days for observation. Biochemistry was repeated and a diagnostic puncture was done. There was no evidence of infection. Laboratory results were noted as abnormal with white blood cell count 21040g/dl and c-reactive protein at 0.45. Conservative treatment with medication was noted but it was not clarified what medication was administered. There was improvement of symptoms during hospitalization. A possible infection of the wound was noted as the clinical diagnosis. The event was considered related to the procedure and unrelated to the device. The event was still ongoing. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID: 3389-28, lot# b0936621k, implanted: (B)(6) 2009, product type: lead. Product ID: 3389-28, lot# b0942520k, implanted: (B)(6) 2009, product type: lead. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient¿s leads were replaced, two new extensions were inserted, and the stimulator was disinfected on (B)(6) 2015. The stimulator was later replaced and repositioned from the right to the left abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the date the neurostimulator was repositioned (as previously reported) was also on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported prior to the new extensions being inserted, the old extensions were explanted.